Event description:
Right ureteral stent was placed three months earlier. The doctor was attempting to cystoscopically remove the stent in his office. The stent was grasped but after multiple applications, he was not able to pull the stent through the urethra secondary to significant calcification around the stent itself. Almost the entire stent appeared outside of the urethra, and a portion of the stent was in the bladder. Four days later, the patient underwent surgery for removal of the residual right ureteral stent with encrustation noted at the bladder end. The doctor states the stent should last for six months, but he has been having similar problems with other patients. Additional reports will be submitted following this one.